Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a ranger drug coated balloon. Visual examination consisted of checking the device for damage along the catheter shaft as well as the balloon. The device returned severed and only a 13cm distal portion returned. The severed end of the device looked to be cut. The balloon was bunched up and was folded over the tip. The deflation issue could not be confirmed due to the device not being returned intact. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. Bsc ID# (B)(4). Tw# (B)(4).

Event description:
This case was reported in duplicate as MFR report#: 2134265-2017-04508. It was further reported that when the catheter was removed, it tore off at the 'lock gate'. The remainder was removed from the patient without complication.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the shaft of the balloon was cut as the balloon cannot be deflated.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. With the limited information available and the unavailability of the device for analysis, no further analysis or investigation was possible. It is notable that there is no evidence of any specification non-conformances related to the complaint device. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The target lesion was an in-stent restenosis in the mildly tortuous and moderately calcified left superficial femoral artery (afs). After sterile covering, the local anesthesia of the left groin and the direct antegrade puncture of the common femoral artery were performed by means of an angio needle. After insertion of a non-bsc 5-f lock, angiograms were performed under fluoroscopy. There was a 4mm long stent with front and end restenosis in the distal afs. There was a short-sectioned waist at the entrance and exit of the stent. A 5.0x60mmx135cm ranger over-the-wire drug coated balloon catheter was advanced over a v-18 guidewire to the bottleneck of the implanted stent. The balloon was inflated without problem, however, it was not able to be completely deflated. The retreat took place in a caliber-stronger vessel. Another attempt to deflate the balloon also failed. Everything was pulled into the sluice and removed all at once. The puncture site was closed by manual compression and a pressure bandage was applied. There was no indication of bleeding or peripheral embolization. The procedure was completed with this device. No patient complications were reported and the patient¿s status was good.